Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Inratio high. Results as follows: meter-inr 4.0. Lab-inr 3.2. Range is 2.5-3.5.

Manufacturer narrative:
Summary: end-user reported accuracy discrepant test result. Pt info was not known. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. Follow-up data from end-user (inratio-4.2, poc-3.7, lab-3.7) was analyzed. Inratio and lab values are within the confidence limits for inr testing. In-house investigation performed meter functional test and all testing passed. Meter was replaced per customer request. Testing technique was re-trained. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return. On 24-aug-2009: biosite received 1 inratio meter (B)(4). Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio 4.0; reference 3.2; mean 3.60; confidence-limits 2.2-5.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. (B)(6) 2009 follow-up info from caller. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio 4.2/ reference 3.7; mean 3.95; confidence-limits 2.3-5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned.